Event description:
We have observed multiple instances where the needle hub becomes disconnected from the attached tubing during active blood draws. These incidents have been noted across different technicians, patients, and product lot-identifying numbers. This suggests the issue may be related to the product, rather than the technique itself.

Event description:
Additional information received on 7/25/2025 for report mw5171021. In addition to the summary of compliant, (B)(6) stated, ¿the part that connects to the hub that holds the blood tube pops off¿. ¿the threads didn¿t catch in the hub and the needle pushed out after popping the tube into the hub.¿ it happened several times on several lot numbers of the same item (367283).